Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the system experienced precharge errors. This error is likely to prevent the system from booting to a usable state. There was no report of pt injury or death.